Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an impla ntable neurostimulator (ins) for occipital neuralgia and spinal pain. It was reported that the rep met with the patient as they were getting settings unavailable. Impedance showed to avoid electrodes 1, 2, 3, 5, 6, 7, and 9 and showed a red x for electrode 4. The rep asked the patient if she has had any recent injuries that could have led to this and she has not. The patient was receiving great pain relief on her right side, but was distracted because she could not feel stimulation on the other side. The rep reprogrammed the patient's workable lead to push energy to electrode 0 and then the patient could feel it just fine. The rep stated that as of now the distraction is taken care of, however the patient still only has one electrode usable on that lead. The rep stated the patient has a post-op appointment in a week where they will run another impedance check and hope a few more electrodes come around. The rep was able to bypass the settings not available error message and the patient is now able to use her controller to strengthen or weaken her system. The rep stated that the physician is aware of the situation. The issue was reported to be resolved at this time. The rep met with the patient due to settings unavailable. Electrodes 2 ,3,4,6,11 and 15 all day to avoid. Numbers greater than 40,000. Rep was still able to program around. Patient has been receiving botox injections in the area of the leads. The rep told her this could be the issue. She said she didn¿t care, because she needed the botox for her migraine so she will just have to get her leads replaced every few years. She said her next botox injections will be in february. They will see if it causes further issues.